Event description:
The customer tested her blood glucose and received a reading of 480 mg/dl using her breeze2 meter. She retested using another meter and received a reading of either 185 or 189 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to return the test strips for evaluation. Replacement test strips were sent to the customer.